Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. E1: patient city: (B)(6). H11: since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in austria. This MDR being submitted for unknown number of quantities. On (B)(6) 2024, patient encountered infusion set tubing leakage. Infusion set was in use for on and off 2 years. No further information available.